Event description:
Opened new contact lens package and placed contact in eye. I experienced immediate pain and irritation. Checked contact package and sterile barrier was breached. Symptoms resolved without intervention.